Event description:
The manufacturer received a work order reporting that the simplygo device was evaluated by a third-party service center and customer's complaint was confirmed. Found melted filter and sieve canister failure. The device's sieve canister and inlet filter were replaced. Additionally, the device has low oxygen and removable battery problem.